Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument generated false high sodium (na) results. Customer stated that 1 other analyte ( potassium (k), chloride (cl), carbon dioxide (co2) or calcium (calc) was also high, but could not remember which one. Results were not reported out of the lab. When the issue was noticed, the samples were run on another dxc instrument in the lab with normal results. These results were reported. Customer could not provide any patient data or results. She stated that some na results were high, and some were suppressed (no result generated) with a dynamic high (dh) flag. Customer stated that quality control (qc) prior to the event was within lab-established ranges. Beckman coulter reviewed the provided qc. Na qc on the day of the event did exhibit increased imprecision outside of assay precision claims. Qc for k, cl, co2 and calc precision was acceptable. Field service engineer (fse) evaluated the instrument and cleaned the flowcell and noted a crack in the flowcell. Fse also noted that the modular chemistry (mc) sample probe, to the electrolyte injection cup (eic), alignment was not correct. Fse aligned the probe and replaced the flowcell and carbon bridge. Fse verified instrument performance.

Manufacturer narrative:
Evaluation results: fse aligned the probe and replaced the flowcell and carbon bridge.